Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc). The customer received an unspecified low reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced slurred speech and was unwell, requiring self-treatment with an insulin injection (dose/type unspecified). There was no report of death or permanent impairment associated with this event.